Manufacturer narrative:
Product analysis: observation: the bottom shaft is broken at the lower portion of the pivot pin hole. The jaw was returned the pin was not. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. Conclusion: these observations are consistent overload of the instrument.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, the lower jaw of the pituitary bent because, (reportedly) the patient had a calcified disc. The product came in contact with the patient. No patient complications were reported.